Manufacturer narrative:
Submit date: 4/9/2018. A device history record (DHR) review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The manufacturing site received one physical sample. The defect of droplets of pink colored liquid on the inside diameter of the syringe barrel and sheath can be confirmed. The pink droplets of liquid could not be conclusively identified and a definitive root cause could not be determined. The syringes are intended for single use and are not to be pre-filled. A review of the inspection methods at the molding an assembly processes was conducted, and no pink liquid is used. Only clean and clear water is used for leak testing, and all physical samples are scrapped. During production, the processing equipment is checked regularly to verify that the systems are functioning properly. Procedures and work instructions exist for the proper handling and verification of materials and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, printing, assembly and packaging equipment, product evaluation and documentation requirements. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports there is a pink colored fluid in the syringe (near plunger) that appears in approximately 3 of the syringes that they have found in a new box.